Event description:
It was reported that there was possible premature battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was no capture on the atrial lead. It was noted that rv (right ventricular) outputs were programmed to 5v since implant. The device was explanted and replaced, but the atrial lead was left in use as the patient was over 90% atrial sensed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 implantable tachy lead, (B)(6) 2010. (B)(4).